Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to prime the infusion set tubing and customer's blood glucose (bg) level became elevated. Customer did not provide a bg value. Subsequently, the customer was hospitalized. Customer was treated through intravenous fluid and insulin. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.